Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-dec-2010, UDI#: (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 10 mg/ml of dilaudid at 4.99 ml via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that, during an end of life pump replacement, the flow was "kind of slow" when the hcp accessed and aspirated the catheter through the catheter access port. The hcp decided to replace the proximal pump side of the catheter, despite the patient not reporting any decrease in therapy and there being no volume discrepancies noted. The explanted catheter pieces were discarded. After the replacement, the flow was "a lot better" per the hcp. The issue was considered resolved at the time of the report.